Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and the pump alarmed compromised force sensor system during the prime/compromised force sensor system test due to a faulty force sensor resistor. The motor was tested outside the device and passed the motor test. They were unable to perform the occlusion and excessive no delivery test due to the motor error alarm. The pump was received with a scratched lcd window, a cracked case on the display window corners, a crack on the reservoir tube lip, a cracked reservoir tube window through the reservoir tube, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a low reservoir alert and then received a motor error alarm on the insulin pump. Customer received a compromised force sensor system alarm while filling tubing after rewind. Customer was assisted in clearing the alarm. Customer stated that the drive support cap appears normal. Customer was unable to check the alarm history. Customer stated that she is able to rewind the pump and the alarm occurred during basal delivery. Customer received a compromised force sensor system alarm during the displacement test. Customer's blood glucose was 167 mg/dl. Customer mentioned the pump has cosmetic damage with a crack in the reservoir compartment. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.